Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional data: b5 ¿ updated verbatim. Newer outcomes "stress, pain and personal injury" and ¿red scar on top arm wrist area" are subsumed under the initial reported category aligned to h6. Health effect clinical code e1721. E1 - middle name. If information is obtained that was not available for the follow-up (03) medwatch, a follow-up (04) medwatch will be filed as appropriate.

Event description:
Consumer letter dated 12/20/2022 were received. Based on review of the consumer letter, consumer experienced stress, pain and personal injury. Consumer also stated that it has taken over four months to heal and left a red scar on top arm wrist area.

Event description:
Consumer medical claim letter dated on september 27, 2022 was received. Based on review of the letter, a 78-year-old female consumer reported an event with band aid brand adhesive bandages flexible fabric strip. The consumer had gotten poison ivy on her arm. On (B)(6) 2022, she put the band-aid on her arm, a little above her wrist trying to stop from scratching it. When she went to take the band-aid off that night to go to bed, it started peeling off her top layer of skin, about an inch square, and bleeding a lot. She was unable to stop the bleeding. She had to call the blue cross blue shield emergency line for advice, and the emergency line directed that she should go to the emergency room to remove the rest of the band-aid. As per medical records, consumer visited emergency department same night on (B)(6) 2022 for laceration/ abrasion/avulsion with diagnosis: skin tear of right forearm without complication, initial encounter. The nurse was able to remove the product by just use of her finger and by pressing down on skin and pulling the product off real slow. The torn skin was about an inch long. Consumer received the following additional treatment: bacitracin last given (B)(6) 2022, diphth, pertus acell, tetanus boostrix last given (B)(6) 2022 and tdap immunization. Some packaging, like a gauze or bandage was also performed. It is still healing up but consumer has to wear a gauze wrap for two months.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the follow-up (01) medwatch, a follow-up (02) medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the follow-up (02) medwatch, a follow-up (03) medwatch will be filed as appropriate.

Event description:
Consumer letter and medical records dated 10/20/2022 were received. Based on review of medical records, in ER on (B)(6) 2022, 2 cm in circumference superficial skin tear to the dorsal aspect of right forearm was cleaned, topical bacitracin packet 500unit/gram applied over top and then xeroform with nonstick gauze. Bleeding was controlled. Consumer was discharged from ER on (B)(6) 2022. As per medical records, on (B)(6) 2022, the consumer visited a doctor¿s office for primary diagnosis of contact dermatitis experienced due to poison ivy and to have a follow up after (B)(6) 2022 ER visit due to skin tear of right forearm without complication, subsequent encounter. As per doctor¿s observations, the site was tender to palpation but without surrounding erythema, excessive warmth or purulent discharge. Skin tear of right forearm was stable and appears to be improving with no signs of infection. Consumer was recommended to keep the area clean and dry and continue to apply bacitracin with a nonstick gauze and wrapped with coban to avoid adhesive products.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand adhesive bandages flexible fabric strips 10ct USA 381370056850 381370056850usa 381370056850usa, lot number 210106. D4: UDI #: (B)(4), upc #: 381370056850, lot #: 210106, exp date: na. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product was manufactured on january 6, 2021 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band aid brand adhesive bandages flexible fabric strip. The consumer had gotten poison ivy on her arm and was trying to stop from scratching it. On (B)(6) 2022, she put the band-aid on her arm, a little above her wrist. When she went to take the band-aid off that night to go to bed, it started peeling off her skin and bleeding a lot. She was unable to stop the bleeding. She had to call the blue cross blue shield emergency line for advice, and the emergency line directed that she should go to the emergency room. Consumer sought treatment and the nurse was able to remove the product by just use of her finger and by pressing down on skin and pulling the product off real slow. The torn skin was about an inch long. The additional treatment from the doctor was not provided but it appears it was an unknown shot and some packaging, like a gauze or bandage.